Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that on an unknown date, the small pin broke off the tip of a screwdriver. Because of this, the driver can no longer properly absorb the click x screw. No further information is available at this time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The performed investigation showed a breakage of the centering tip from the hex screwdriver. The hexagon shows wear marks. The exact cause of the overload can not be determined. The surface of the break is homogeneous, which is leading to flawless material quality. The inspection of the manufacturing and material documents shows no deviation according our specifications. A new solution according to this hexagonal screwdriver is our newly developed holding sleeve part 314.069. No product fault could be detected.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.